Manufacturer narrative:
A company service rep checked the system and found it met all specifications; completed the system preventive maintenance (pm). Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunction equipment. A letter and copy of this industry article was provided to the customer. Investigation, including root cause analysis is in progress.

Event description:
The facility reported they had a corneal burn during a procedure; the wound was sutured to close. The pt's outcome was reported as good. No add'l info is expected.